Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported septum anomaly was confirmed in the laboratory. The parylene coating was not completely removed around the atrial septum bore that prevented the medical adhesive from adhering to the header and securing the septum.

Event description:
It was reported that during device replacement procedure, the chronic leads could not be inserted into the new device. The device was not implanted. There were no adverse consequences to the patient.